Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit however was unable to reproduce the reported issue. The user verification test was performed and the unit passed and is working per manufacturer specifications.

Event description:
The customer stated that this unit is not cycling properly while on a patient. The connections were checked and there was still no ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient.